Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during bolus multiple times. Customer does not use the sensor feature and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 250 mg/dl. No further information reported.

Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion tests. However, the pump was received with a stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and it passed. The motor may have had an intermittent failure not detected during our testing. The pump also had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube, a broken reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.